Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor error occurred. The wearable is inserted into the arm on (B)(6) 2025. The patient reported visiting the hospital on (B)(6) 2025 due to a persistent error message ¿sensor error ¿ wait for 3 hours "displayed on both her dexcom continuous glucose monitor (cgm) receiver and mobile device. This error prevented her from viewing her glucose readings, prompting her to seek medical attention. During the call, the patient confirmed she was wearing her dexcom cgm at the time of the incident and stated that her decision to seek care was directly related to the cgm malfunction. She also indicated that she is making an allegation against the dexcom cgm and attempted to change the sensor during her hospitalization. An attempt was made on 08/06/2025, by the clinical customer advocacy nurse practitioner (cca np) to contact the patient for further details. The patient was unavailable and mentioned needing to return to the hospital, limiting her ability to provide additional information regarding the initial hospitalization, including duration of stay or specific medical interventions. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code - correction/additional information. H6 codes: medical device problem code - correction. Concomitant medical products - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that the patient uses an unspecified insulin pump in modified closed-loop mode and experienced hyperglycemia, which she attributed to a sensor malfunction and the resulting inability to access automated insulin delivery (aid). During the follow-up call, the patient confirmed that she was wearing her dexcom cgm at the time of the incident. She stated that her decision to seek medical attention was directly related to the cgm issue. Additionally, she indicated that she is making an allegation against the dexcom cgm and had attempted to change the sensor during her hospitalization. There was no mention of the specific inpatient care provided, nor any details regarding the nature of that care. No additional patient or event information is available.